Manufacturer narrative:
(B)(4). The device was returned for analysis. The kink/bend and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method: reinsertion, against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-tortuous, moderately calcified, left anterior descending (lad) artery after several attempts advancing and removing the device, and while the xience xpedition stent delivery system (sds) was being advanced the shaft/hypotube was kinked 10 cm from the proximal edge and became detached. The device was removed without reported issue. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.